Event description:
A report was received that the patient underwent an ipg replacement. The patient was experiencing charging difficulties and the physician decided to replace the ipg. The patient was reportedly doing well after procedure.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging done. The complaint of charging difficulty was confirmed. The device profile indicates that this charging difficulty started recently at some point prior to the explant. The battery depletion rate exceeding the typical range. Such symptom are the characteristics of analog ic damage due to high-voltage transients. The source of the damage could not be determined. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001).

Event description:
A report was received that the patient underwent an ipg replacement. The patient was experiencing charging difficulties and the physician decided to replace the ipg. The patient was reportedly doing well after procedure.